Event description:
It was reported that during routine follow up this right atrial (ra) lead exhibited loss of capture. Imaging was completed and confirmed this lead was dislodged. The device system was reprogrammed to another configuration and remains in service. No adverse patient effects were reported.